Event description:
On 3/14/97 during an apheresis procedure the donor received 175 ml of acd in the first 8 minutes of the procedure due to the operator forgetting to close the pump handle. The donor experienced mild symptoms of parethesia (tingling, sensation) of the body. The procedure was immediately discontinued. The cs-3000 separator was placed on halt/irrigate and the donor received saline. The red blood cells were not reinfused. The donor was released in good condition from the donor center.